Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device running on internal battery when plugged into ac power. No patient harm was reported.

Manufacturer narrative:
Follow up attempts were made to obtain repair information from the customer. If further information is received, the complaint will be updated.